Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt , the device shocked one time successfully, however upon a subsequent attempt to discharge prompted "change batteries" and failed to discharge. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.